Event description:
Dialysis unit reports that pt had shaking chills and the end of the pt's dialysis treatment in 2004. Blood cultures were drawn and pt received antibiotics. In 2 days pt reports to the dialysis unit that pt doesn't feel well and is instructed to go to the emergency room. Decision between nephrologists and interventional radiologist to exchange the cannula on the same day and continue antibiotic therapy with vancomycin and gentamycin.